Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After a review of error logs, the fse was not able to find any issues and could not reproduce the reported issue with the system. The fse completed a system verification, universal surgical manipulator (usm) 4 sine cycle, and master tool manipulator (mtm) sine cycle. The system passed all tests and was verified as ready for use. A log review was performed and the following was confirmed: the pyeloplasty was performed on (B)(6) 2022 on system sk0390. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the universal surgical manipulator (usm) 4 moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 4 moved on its own during the case. Logs showed no related errors. The surgeon stated that it happened once while he was manipulating the instruments. The tse asked if it was possible that the let go of the right master tool manipulator (mtm) while his head was in the surgeon side console (ssc) and he stated, "absolutely not". The customer stated it was working normally now, but would like the field service engineer (fse) to check the system. The customer proceeded with the case. The procedure was continuing as planned with no reported injury. Intuitive surgical inc. (Isi) has followed up, but no additional information related to the event has been received as of the date of this report.